Event description:
It was reported that the customer passed away due to cerebral anoxia with diabetic hypoglycemic coma. Prior to the customer's death, she was hospitalized due to diabetic ketoacidosis on (B)(6) 2009. The customer complained of general weakness, fatigue and also experienced unconsciousness. The customer was hospitalized again on (B)(6) 2009, with a low blood glucose reading of 25 mg/dl. On (B)(6) 2009, she was found with a blood glucose of 19 mg/dl, and again was hospitalized. On (B)(6) 2009, the customer was found unresponsive with a blood glucose of 9 mg/dl, and was hospitalized. After treatment, the customer's blood glucose rose to greater than 800 mg/dl, and she fell into a coma which she never recovered from. The customer was using a lot 8 quick set infusion set at the time of her death, and it was alleged that the infusion sets failed to give the customer the correct amount of insulin needed to manage her diabetic condition. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.